Event description:
The affiliate reported that the patient was diagnosed with intracranial space-occupying lesion. No transducer or pressure could be detected after the first procedure. The icp was changed but it still failed. The patient was in coma due to high pressure. The surgeon performed a second craniotomy to implant a new sensor. The patient is now in stable condition.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: multiple bends and kinks along catheter body. Codman connector label discolored. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the exact root cause for the problem reported by the customer. Mfg. Date: 10/09/2012.